Event description:
When attempting to adjust the tissue to relieve pt urinary retention, the tissue tore in half. The doctor had pulled the tissue too tightly in the initial tension free sling procedure performed in 2004. The doctor used a transvaginal approach to initially place the tissue for stress incontinence. The pt had been in retention for three weeks following the surgery. The doctor went back in the following mo to loosen the tissue. He put a dilator between the urethra and the sling and another dilator in the urethra. He pulled on the dilator between the urethra and sling and with a good bit of force, loosened the tissue. He decided to loosen the tissue a little more and pulled down with more force on the tissue and it tore in two from lateral to urethra. He tucked the ends into the retropubic space and closed the pt. The pt remained in retention and the doctor went back in and removed the torn tissue 3 days later and replaced it with another piece of tissue. The pt is able to void some but is still in retention and using a catheter.